Manufacturer narrative:
Updated h3. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction was reproduced. The cause is likely due to a failure of the power supply unit. However, a definitive root cause could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the light source had an e103 ignition error that persisted even after replacing the bulb . The issue occurred during preparation for use for an unspecified diagnostic procedure. The procedure was completed using a similar device. There was no delay. There were no reports of patient harm.